Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and performed a periodic inspection. The fse replaced the coil cable, internal cable, sealer assembly, and pneumatic cable. The fse additionally implemented dust removal inside equipment. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) shutdown and after restarting the power supply, it started up. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
We did not received the repair service report yet, a supplemental report will be submitted when this information is provided to us. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shutdown. After restarting the power supply it started up. The field service engineer replaced the unit with another cardiosave (iabp). It is unknown under which circumstances this event occurred. However, there was no patient involvement, and no adverse event reported.